Event description:
The pt reportedly experienced shocking sensation at implant site. Programming adjustments were made; however, this did not resolve the issue. Revision surgery is being considered. Advanced bionics is in the process of gathering more info and will submit a supplemental report once new info was obtained.